Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed device evaluation: the device was returned to olympus and the evaluation found the following: the acoustic lens was damaged and the bending section cover glue was chipped.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 2 cfu. Bacterial identification: bacillaceae. Sampling date: (B)(6) 2023. Sampling from: distal end. Cfu: <1 cfu. Bacterial identification: unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: chapter 6 compatible reprocessing methods and chemical agents - chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. The customer provided the cleaning, disinfection and sterilization process and reported no deviations in reprocessing. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera ii ultrasound gastrovideoscope tested positive on (B)(6), 2023 for 1000 colony forming units (cfus) of pseudomonas sp. All channels were sampled. The device was tested again and on (B)(6), 2023 the device tested positive for 10 cfus of pseudomonas aeruginosa and pseudomonas sp. Sampled from the operating channel, 8 cfus of pseudomonas aeruginosa and pseudomonas sp. Sampled from the suction channel, 21 cfus of pseudomonas aeruginosa and pseudomonas sp. Sampled from the insufflation channel, 1000 cfus of pseudomonas aeruginosa and pseudomonas sp. Sampled from the auxiliary channel, and 8 cfus of pseudomonas aeruginosa and pseudomonas sp. Sampled from the distal end. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.